Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the behavior could not be replicated. The software logs contained no core files or any information in determining the cause of the unresponsive system.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure, the right side l5 screw was placed, then when going to place the left side screw, the navigation system became unresponsive. The site re-booted the system, and when returned to the navigate screen, the surgeon alleged being 2-3 millimeters inaccurate in the medial direction. There was a 15 minute delay. The surgeon opted to discontinue navigation and ended the surgery. It was reported there are no plans to do a second procedure to place the left screw.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. A medtronic representative, following-up at the site, reported setting-up the navigation system with the imaging system and using the circle phantom for the imaging system, we verified the accuracy of the navigation system. Additionally performed a forced re-boot, to simulate what the medtronic representative did when the system became unresponsive, and verified that the navigation system maintained accuracy after the application was re-started. Unable to duplicate the reported problems and the system functioned as expected. No parts have been received by manufacturer for analysis.